Manufacturer narrative:
(B)(4). Method: the fascia and valve system of the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected for physical damage. The returned valve system was fitted with a known good manometer and performance tested based on the neopuff technical manual. Results: no physical damage was observed to the returned neopuff components. The valve system passed the performance test. Though the complaint device passed the tests specified in the neopuff technical manual, it was noted that the peak inspiratory pressure valve's operation was irregular when it was adjusted. A lot check revealed no other complaints of this nature for lot number 160513. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in (B)(4) reported via a fisher & healthcare (fph) representative that an rd900 neopuff infant resuscitator had a faulty pressure regulator. A service was requested. There was no patient involvement.